Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that before using the bd vacutainer® pst¿ gel and lithium heparinn (lh) blood collection tubes, there were black dots in 200 units and air bubbles in 358 units. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
Investigation summary bd received two photos for investigation for catalog 367960, lot number 5015028. Evaluation of the photos confirmed the presence of an air bubble in the gel and foreign matter. The exact cause for the customer¿s failure modes could not be determined. Air bubbles are ambient air that can become trapped inside the gel of bd vacutainer® gel tubes during the manufacturing process. Based on a review of the device history record for the incident lots, all product specifications and requirements for lot release were met. This complaint has been confirmed for the lot 5015028, for the indicated failure modes: foreign matter - non-biological and gel airbubbles. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported that before using the bd vacutainer® pst¿ gel and lithium heparinn (lh) blood collection tubes, there were black dots in 200 units and air bubbles in 358 units. No adverse impact was reported regarding the patient or user.